Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Awaiting device return.

Event description:
Handpiece machinery fault before use. Additional information received by email on 3-1-2016: the affiliate reported that the patient was under anesthesia for approximately one and half hours and the incident was informed the day it happened. The procedure was completed with a stand by arranged from other source.

Manufacturer narrative:
Root cause determined to be defective motor which was replaced. O-rings were also replaced as part of the motor replacement. The unit passed all diagnostic tests, functional tests, and is fully operational. Further, a review into the depuy mitek complaints system revealed no other complaints for this serial number in the past. At this point in time, no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).